Manufacturer narrative:
Patient medications include; lisinopril, atenolol, coumadin and oxycodone. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. Reportedly, physician elected to implant the contralateral leg component just proximal to the origin of the left internal iliac. On an unknown date follow-up imaging identified enlargement of the left internal iliac artery due to disease progression. On (B)(6) 2015, an intervention was performed to treat the enlarging left internal iliac artery. The left internal iliac artery was first coil embolized and a contralateral leg component implanted for distal coverage. The procedure concluded without any reported device or procedural issues and the patient tolerated the procedure. Images were requested but are reportedly not available for evaluation.